Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed, and no non-conformities were found. The device was removed but not returned.

Event description:
It was reported to nevro that the patient post-operatively developed a hematoma at the surgical paddle site, causing leg weakness and shortness of breath. The device was removed and there have been no reports of further complications regarding this event.